Event description:
It was initially reported that the pt experienced a change in therapy effect and "never having great therapeutic effect". The reporter stated that the "pump isn't working" and had never functioned well since implant. The pt has had numerous dye and rotor studies to check the pump. The pt has not had any pain relief for approximately last two months. The symptoms occurred during a normal refill cycle. The reporter indicated that the hcp stated that the pump used "a small amount of medication" at last refill and last month the pump was still full of medication. It was also reported that it seemed like the hcp has had a more difficult time inserting the needle during the refills. The pt has pump refills every month. The pt was home in fair condition at the time of the report. No alarms were noted at that time. The hcp later reported that the pump contained fentanyl 5000mcg/ml; bupivicaine 15mcg/ml and compounded baclofen 50mcg/ml. In 2008, the expected reservoir volume was 4.4ml and the actual reservoir volume was 9ml. The pt was seen again in 2009, and the expected reservoir volume was 8.2ml and the actual reservoir volume was >10ml. The hcp had suggested a pump replacement and methadone was ordered to manage the pain. The pt later noted that the pump was beeping with a non-critical alarm; on the same day, a critical alarm was noted. The alarm was not confirmed by telemetry. The pump replacement was scheduled for 2009, by the current hcp. The pt had found another hcp that stated they would help her figure out what was wrong with that pump and replace it if necessary. The pt "just doesn't feel that she is getting proper care by her current hcp".